Event description:
Attorney's report of pt's body gave rise to increasing pain, tenderness and a bulge near the former surgical site, causing him severe pain. After less invasive methods failed to resolve the symptoms, the patch was removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.